Event description:
It was reported that the pump shut off unexpectedly while pump was charging. Customer unplugged pump from power source and upon recharging, pump display turned on. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.